Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at the time of this reporting. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2016-05118, 0001825034-2016-05118-1. Reported was confirmed based on lab reports. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient experienced elevated metal ion levels approximately eleven years following right hip implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There is no change to the previously reported investigation.